Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the wire placement into the ventricle, the patient became hypotensive due a decrease in right ventricle (rv) function. It was noted there was no rv effusion. The patient's systolic blood pressure was in the 50's. Anesthesia was used to assist with blood pressure management throughout the procedure. One liter of fluids was given for a known hyper-dynamic left ventricle which was also noted to be small and dry. Electrocardiogram (ECG) changes were reported, and according to the nurse, the patient developed a new left bundle branch block (lbbb). A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Following the bav, the valve was immediately implanted utilizing an 18 fr sheath. The implant was successful, and the valve was fully deployed on the first attempt. It was reported that the valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) in a near cusp overlap procedure. Coronary perfusion was confirmed. Trivial paravalvular leak (pvl) was reported following the implant, and a gradient of 4 mmhg according to the echocardiogram was reported. A post implant bav was not performed. It was reported that the patient's blood pressure continued to drop post implant. This required anesthesia intervention that ultimately led to intubation, chest compressions and multiple rounds of defibrillation. The family declined any further measures. The patient died. Per the physician there was no left ventricle perforation or aortic dissection. Per the physician the cause of death was unknown.